Manufacturer narrative:
Follow-up #2. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 .the retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (B)(4) alleging that her onetouch ultra meter read inaccurately low. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began during (B)(6) 2015 (date/time not provided). The patient stated that she obtained a result of "81 mg/dl" using the subject meter compared to a result of "119 mg/dl" obtained using a lab device, both results taken within 10 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. The patient manages her diabetes without diabetes medications. The patient stated that she followed her usual diabetes management routine in response to the alleged product issue. The patient claimed to have developed the symptoms of "feeling unwell, frequent urination and extremely thirsty" one month after the alleged product issue began; however she denied that she received any treatment. At the time of troubleshooting, the csr noted that the test strip vial was not cracked or broken, the test strips had not expired, been open for longer than the discard date or stored improperly, the patient was using an approved sample site, the patient was using the correct testing technique and the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptoms of "frequent urination and extremely thirsty" after the alleged product issue began. These symptoms do meet lifescan's criteria for a serious injury.